Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient (pt) said she was her way to get an MRI for her migraines and was calling for compatibility information. Reviewed information. Pt said she had stimulator implants on both sides, but the right side got bacterial infection they could not resolve and they had to pull out the leads. Pt said the infection started pretty much 2 weeks after implant ((B)(6) 2020) the drainage on the right side was much worse than the drainage on the left, her right side bandages were always soaked in blood and there was a rash around the area and it opened up again. Pt said they tried to save it, tried to irrigate it and they made a new pocket but the leads that were in since 1999 came back with (B)(6) ((B)(6)) and they brought in a neurosurgeon to take everything out on (B)(6) 2020. Pt said after they took out the battery and the leads, she got a migraine and then lost the sight first in her right eye and then lost sight in both eyes. This is why they want to do an MRI. Pt said she still has left side to help with for neck and shoulder area but that has been turned off since she was in the hospital in (B)(6) and it has not been turned back on. Pt said the right side had been for her lower back. The patient was redirected to their healthcare provider to further address the issue and continue working with her doctors.